Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were successfully implanted for the treatment of an abdominal aortic aneurysm in a pt in 2001. It is reported that the pt had an extensive smoking history and right popliteal aneurysm. The physician reported that case to be challenging due to the presence of an angulated aortic neck of adequate length and tortuous iliac arteries. The left external iliac artery was dissected while introducing an 8 french sheath and required an over the bifurcation maneuver to be performed from right to left to establish femoral access. A 28mm x 16mm diameter x 16.5cm bifurcated stent graft was deployed from the left without the aid of a sheath. The bifurcated stent graft was rotated about 45 degrees in order to better accommodate the angulated aortic neck. Access for the contralateral limb was then achieved utilizing an over-the-bifurcation and "snare" technique. A 16mm diameter x 11.5cm length iliac limb graft was then deployed on the right. A second 16mm diameter x 11.5cm length iliac limb graft was added to achieve a secure distal device fixation. A 16mm length iliac extender cuff was deployed on the right to improve on the length of the distal seal. All stent junctions and distal stents were dilated with a 16mm x 4cm angioplasty balloon. The final angiogram revealed patent renal and left hypogastric arteries with no proximal or distal endoleaks. A small amount of transgraft flow was seen. It was reported that the pt is fine and there are no additional clinical sequelae reported relative to the event.